Event description:
The doctor reported that implant was removed due to osseointegration failure, approximately 2 months from implant placement date. Oral hygiene around the implant site was reported to be both moderate and poor. During the surgery, it was reported that patient experienced numbness or an abnormal sensation around implant placement. Patient has since recovered.